Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of "lo" blood glucose test results. Expected fasting blood glucose test result range is 145 mg/dl. Testing performed once daily in the morning fasting. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot MFR's expiration date is 09/17/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo (B)(6) 2015 09:04am; lo (B)(6) 2015 09:02am; 157mg/dl (B)(6) 2015 08:49am; 155mg/dl (B)(6) 2015 08:48am; 142mg/dl (B)(6) 2015 09:25am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction improper storage of test strips as indicated by customer. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood glucose test results. Expected fasting blood glucose test result range is 145 mg/dl. Testing performed once daily in the morning fasting. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 09/17/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:lo (B)(6) 2015 09:04am. 2:lo (B)(6) 2015 09:02am. 3:157mg/dl (B)(6) 2015 08:49am. 4:155mg/dl (B)(6) 2015 08:48am. 5:142mg/dl (B)(6) 2015 09:25am. Adverse event not reported.